Event description:
During service by baxter personnel on a flo-gard infusion pump, a low battery alarm at power on in direct current charge was found; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a low battery alarm was confirmed during service evaluation. The cause of the reported condition was determined to be a leaking main battery. The main battery was replaced to fix the reported condition. The device has not been previously sent into service for the reported condition of low battery alarm. However, during previous service on (B)(4) 09 the battery was replaced. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) and (B)(4) in the u.s. Region as of (B)(6) 2010 (refer to end of service notification (B)(4)). Baxter continues to support the product in the latin america region and will do so until parts remain available. Per the flo-gard quality plan ((B)(4)) baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events and follow existing escalation processes (e.g., hha, MDR, fca etc.) To assess the impact on patient safety.